Event description:
It was reported that two (02) large volume folfusors underinfused during patient infusion via peripherally inserted central catheter (PICC) line. The devices contained flucloxacillin 8g in 230ml total volume of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on 06/05/2025 and 06/07/2025. E1: initial reporter phone no.: (B)(6) (additional contact number). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between october 30-31, 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was residual fluid inside the device¿s bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.